Event description:
In 2009, the patient reported that he experienced low blood glucose and paramedics were called to his home. The patient attributed low blood glucose to the infusion device. The patient disconnected the call before further information was gathered. Further attempts to follow up with the patient were unsuccessful. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.